Event description:
It was reported that when using the bd pyxis¿ es server, the system was slow and sluggish and cause the application to be crashed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system was slow and sluggish, causing the application to crash. A technical support specialist (tss) dialed into station and checked the event viewer, including the system log and application log. The tss reviewed the medication application error log. The tss deployed the rss package "10000357573-00 es win10 application unresponsive hf (build 2)" from knowledge article (application hang/crash or slow performance ¿ windows 10) and verified that the package was successfully applied to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a system was slow and sluggish and cause the application to crash. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.